Manufacturer narrative:
(B)(4). A 510(k) k915226 added to report. Results of evaluation: the customer returned sample was received and evaluated. It could be confirmed upon visual inspection that the clear tubing was melted. Resistance testing was performed on the heated wires in both the blue and the clear tubing, and the resistance values of 26.7 ohm (blue tube) and 26 ohm (clear tube) were within the specified range of 24 to 27 ohm. It was not possible to review the device history record because a lot number was not provided. A definitive root cause for the melted tubing could not be determined. One potential cause is the temperature setting of the humidifier. If the temperature is set too high by the user, the wire(s) may get too hot and melt the plastic tubing. An alternate potential cause would be the tubing placed too close to humidifier heater and contacting the heater plate. Review of the labeling for this product indicates the following statements: "caution do not use this circuit where gas temperature at the outlet of the humidifier exceeds 68 degrees celsius. Do not use the heated wire circuit without gas flow. Do not place material on or around the heated wire tubing. Warnings avoid contact with patient skin. Do not stretch the tubing. Do not soak, rinse wash, or sterilize this product." Manufacturing personnel were notified of this report.

Manufacturer narrative:
(B)(4). When this investigation is completed, a follow up report will be sent to the FDA.

Event description:
It was reported to carefusion that the customer had a heated pediatric respiratory circuit that melted together during use. The circuit was in use on a patient for less than a week when the melting occurred. The clinician was alerted to the problem by low pressure alarms from the ventilator. The circuit was changed out to correct this situation. There was no adverse effect or harm to the patient as a result of this event.